Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off when accessing alert settings occurred. Data was evaluated and the allegation was confirmed as an app crash was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.